Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump emitted a call service 69 on power up. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additionally, investigation revealed that the keypad flex was torn. Unrelated to these issues, investigation revealed that the keypad cover was lifted. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a call service alarm issue and that the keypad flex was torn. This report is made based on results of investigation completed on (B)(6) 2016.